Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging a case issue: that test strips were sitting loosely within the subject device. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.